Event description:
It was reported that the patient had been breathing poorly since her vns was replaced. The patient described the assessment of her treating ent physician in her own words. Of the portions of the throat that open and close with breathing, only one side opens correctly. The other side only opens about halfway due to being disturbed by the stimulation from the vns, leading to less efficient breathing cycles. Follow up with the patient¿s treating neurologist showed that the patient has vocal cord paralysis and a long history of dyspnea. It was initial stated it was unclear when these events began. However, a subsequent comment indicated that the patient dates the shortness of breath issues to her 2014 generator replacement. Review of programming history showed that device settings and diagnostics were within normal limits before and after the generator replacement. Attempts for additional pertinent information have been unsuccessful to date.